Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, force sensor test, occlusion test and self test. Device unexpected seating during the prime or seating test due to moisture damage at the force sensor. During visual inspection found moisture damage on the electronic stack.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow block alarm. The customer¿s blood glucose at the time of the incident was 28 mmol/l and the current was 28 mmol/l. The customer stated that they had tried all the remedies. The troubleshooting was performed for the insulin flow block alarm and the high blood glucose. The customer stated that the displacement and the self test was passed by the insulin pump. The device will be returned for the analysis.